Event description:
The facility representative reported an infusion pump that would not operated on battery power. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23 2007. Evaluation summary:the condition of the device not operating on battery power was confirmed due to fail code 570 in the event history. Fail code 570 was due to outdated batteries. The batteries were replaced. This issue is being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.